Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 12, 2019. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 3331, 4114, 3221, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed. A representative retention sample was reviewed and electrically tested with no anomalies and all electrical tests within specification. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. As the affected device was not returned, it's not possible to determine a definitive root cause. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular during vein harvesting, the virtuosaph sparked. Per user when they open a new device and they plug it in, after they hit the tittle it sparks. As a result they've decided to convert to open technique. There was a 15-20 minutes delay. The product was not changed out. The surgery was completed successfully.